Manufacturer narrative:
(B)(4):how was the device removed from the patient? Dr. Cut the tissue & removed manually.after the device was removed was there any tissue damage? No.was the procedure extended ? If so how long? One hour extended.if the procedure was extended did this altar the patient care after the procedure in any. Way? Please explaint? No.what is the patient current condition? Patient is doing well.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Uncut washer - unblemished additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction of the bowel? What color reload? No device only cut clap and tie. Dr. Preferred to use only our cdh in the procedure. On what tissue type was the device used? Colon and rectal anastomoses. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device). Hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Purse string was taken only by hand no device. Dr. Operated on a poor patient and the patient was not affordable to any other products. Was the spike of the trocar inserted through bowel lateral or through the staple line? Not applicable. What confirmation did the surgeon receive that the anvil was firmly attached? Could not remove the entire unit after firing . This is because the stapler has been formed without activating the knife. When the device was fired, what was the location of the indicator within the gap setting scale? Nearly 2mm. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch sound was not heard, which usually will be heard. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes the device did not come out. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Anastomosis did not happen. Knife did not get activated. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Rectal cancer. Does the patient have any relevant history of surgical treatments? If so, what? Information not available. What are the patients age and sex? Female, (B)(6). Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Surgeon is well experienced and trained. He is regular user of this product. The analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face; therefore, the staples will not hit the anvil to make b-formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. In addition, when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, when the device was fired, the knife did not pass and cut the tissue. No adverse patient consequences were reported.